Event description:
It was reported to boston scientific corporation that a maxforce biliary balloon dilatation catheter was used during a procedure (patient gender, age and weight are unknown) in 2007. According to the complainant, "when this balloon was inflated at 3 atm, the pressure was attempted to increased but it was not possible. Then the leakage from the balloon was observed under the x-ray. This balloon deflation was attempted but it was not possible completely. The scope with this device was removed from the body. Outside body, when the removal of this device from the scope was attempted, it was not able to remove easily and a part of this device was detached and remained inside the scope. The detachment was pushed out". The procedure was completed with a different device (manufacturer unknown). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "okay". Additional information stated that the deflation was not able to complete due to rupture.

Manufacturer narrative:
Product evaluation found that a shaft break had occurred at approximately 1m 32cm distal to the strain relief. The shaft proximal and distal to the shaft break sites was stretched. The balloon was not re-wrapped correctly around the shaft. Visual examination of the balloon material did not detect any tears. The cause of the reported malfunction is unknown.